Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) has retained an attorney. A specific allegation against the device has not been received; however, the patient's spouse claims that the device malfunctioned, as it did not help him during a severe heart attack. Information was requested specific to a recall including this ICD.